Manufacturer narrative:
Migration of implanted brachytherapy seeds is known to occur and is reported infrequently. The most common site to which these seeds migrate is the lung. This literature report from japan describes an extremely rare case of severely contracted bladder developing after prostate brachytherapy. The authors discuss in their published case report that contracted bladder can develop for various reasons. Bladder cancer, tuberculous cystitis, eosinophilic cystitis, druginduced cystitis and radiation cystitis are possible causative diseases that might cause contracted bladder to develop. In the present case, bladder cancer and tuberculous cystitis were not evident during its clinical course. The hospital did not use bacillus calmette-guerin test or other agents that might affect bladder capacity. The pt had a typical postimplant course during admission. The definitive factor or the mechanism that influenced the development of contracted bladder is unclear. However, considering the clinical episode, according to the authors it was most likely that contracted bladder was provoked by brachytherapy. The opinion of 3 experts in the field of radiation therapy and urology has been sought by the device MFR and one of them had heard of such a complication post low dose rate (ldr) brachytherapy. They all concurred that the aetiology was probably related to urinary infection or other pathology such as schistosomiasis. It was concluded that the relationship between ldr brachytherapy and "contracted bladder" in this case report is inconclusive. Eval summary; this literature report from japan describes an extremely rare case of severely contracted bladder developing after prostate brachytherapy. Based on comments from experts in the field it was concluded by the device MFR that the relationship between low dose rate brachytherapy adn "contracted bladder" in this case report is inconclusive. No product quality or design issues are suspected as causing this event. See scanned pages.

Event description:
On (B)(6) 2006, a male pt underwent percutaneous transperineal interstitial permanent prostate brachytherapy, whereby 74 loose radioactive (15.3 mbq) seeds (oncoseed) were implanted. Four months after the procedure, on (B)(6), 2006, the pt experienced urinary retention and pyrexia. He was diagnosed with pyelonephritis, and treated with tamsulosin hydrochloride 1 tablet daily, cefcapene pivoxil hydrochloride 3 tablets three times daily, fosfomycin calcium 2 tablets twice daily, and sultamicillin tosilate. A urinary catheter was inserted and the pt was relieved. Seven days after the onset of the event, the pt has recovered and was discharged from hospital. The pt continued to suffer from painful micturition and pollakiuria, which was considered by the reporter to be associated with a contracted bladder. At the time of reporting, more than one year after the onset of the event, the symptoms were not yet resolved. Add'l info was received on (B)(6) 2013. Report #seed-no-0709s-0011 is a literature report from japan that involves a (B)(6) male who experienced contracted bladder after administration of iodine (I-125) seeds for prostate brachytherapy. Past medical history included benign prostatic hyperplasia. Concurrent medical conditions included adenocarcinoma of the prostate. Concomitant medications were not reported. This report describes an extremely rare case of severely contracted bladder developing after prostate brachytherapy. In (B)(6) 2001, a (B)(6) man initially presented with a weak urinary stream. The pt was diagnosed with and treated for benign prostatic hyperplasia. During f/u, prostate specific antigen level was elevated. In (B)(6) 2005, the pt underwent transrectal prostate biopsy. Pathology showed adenocarcinoma, gleason score (3 and 4) equal to 7. The pt was diagnosed with stage cticn0m0 prostate cancer. In (B)(6) 2006, he underwent brachytherapy implantation with iodine I-125 seeds (MFR not specified) for prostate cancer. The procedure was uneventful and the pt was discharged. Four months after the implant, the pt was admitted for deterioration of kidney function as a result of contracted bladder. Urinary culture of tuberculosis was negative and urinary cytology was class ii. An indwelling urethral catheter was placed and the pt has been followed every month for catheter replacement. Bladder capacity is now less than 5 ml. At the time of the event is not resolved. Yamada y, minowada s, aruga t, homma y. Contracted bladder developing after prostate brachytherapy. Int j urol. (2012); 19:951-3. Epub 2012 june 24.